Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the visera hystero videoscope exhibited the adhesive on the a-rubber (bending section cover) had a chip and the adhesive around the lg lens (light guide lens) had peeled off. There were no reports of patient involvement.